Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0415r, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the implantable neurostimulator (ins) was not working since she had an MRI. Follow up is being conducted to determine patient symptoms, patient outcome, intervention, and device issues.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was no stimulation sensation. It was noted that the patient had the MRI in (B)(6) 2014. The MRI was of the brain and was not related to the ins. The patient was on program 3 at 8.4 volts. The patient changed to program 1 at 5.0 volts and was not feeling stimulation.